Event description:
Us complainant reported the impella 5.5 was being prepped and when it was plugged in, there was an impella catheter defective alarm. The automated impella controller and pump were replaced. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 investigation conclusions revised on manufacturer device report in accordance with updated procedures. H10 additional manufacture narrative revised on manufacturer device report in accordance with updated procedures.